Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: the black box review shows no evidence of load step malfunction. The pump powers on and displays verify screen. The pump passed ez-prime steps successfully. The force sensor calibration reading is within specifications. Investigators were unable to verify or duplicate reported load step malfunction. The pump¿s cover was removed and moisture corrosion was found to the force sensor flex pins. The force sensor flex pins was intact and secured to the pcb sockets. Unrelated to the complaint, the keypad symbols were found to be worn, which has no effect on insulin delivery.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother contacted animas to report an issue during the load step while priming the reported pump. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.